Event description:
Allegedly 22 year old has pediatric implant. While horseback riding, allegedly implant stem broke. On 2/12/99 advised by hospital that dr has stated that he thought the product was too fragile.